Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels; bg value was not provided and cause was not known. Customer performed supply changes and manual injections to address the issue. On (B)(6) 2023 customer experienced a bg level over 300 mg/dl, diabetic ketoacidosis, and ketones; amount was not known. The customer alleged that no basal insulin was being delivered; however, customer declined troubleshooting with tandem technical support and declined to provide further information and the alleged root cause could not be confirmed. Customer performed a supply change and administered a bolus via the pump and manual injection to address the issue. Reportedly, customer "passed out" at work and ems (emergency medical services) was called. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin, and magnesium, potassium, phosphorous. Customer was discharged 2 days later with no permanent damage. The customer reverted to an alternate method of insulin therapy.